Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The reporter indicated intrathecal drug delivery for chronic pain. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was in pain after having the pump implanted on (B)(6) 2016. The patient ¿just found out the pump has no rx in it.¿ this was reportedly not expected or explained to the patient. The pain throughout the patient¿s body had been significant. The patient reportedly had had some strange twists and turns during their physical condition with severe chronic pain, but did not see this one coming. The patient had been on subutex until the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.